Event description:
Hosp emergency room personnel responded to a pt described as in pulseless electrical activity. Following approx 2 hours of working the code, the pt's rhythm converted to ventricular fibrillation. The reporter stated that when the device was then used to administer countershocks, it would dump the charge within seconds of reaching full charge. The reporter stated the device was used as needed to deliver 2 countershocks before the code was called. The pt was not resuscitated. The reporter indicated the reported malfuncton did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability and the subsequent successful use of the device despite the alleged malfunction.